Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer indicated that their pump stopped in the middle of the night and has a blank display. Troubleshooting found that the customer resolved the issues and will send a battery cap as a courtesy. Customer was advised to monitor the pump and blood glucose and call back if any further issues.